Event description:
Caller reported neonate blood glucose comparisons. Reported a blood gas analyzer result of lo (lower limit of the analyzer is 20 mg/dl), inform system results of 28 mg/dl and 33 mg/dl within 10 minutes. Also reported a blood gas analyzer result of 65 mg/dl and an inform system result of 88 mg/dl within 10 minutes. Also reported a blood gas analyzer result of 157 mg/dl and an inform system result of 222 mg/dl within 10 minutes. Next day, blood gas analyzer result of 92 mg/dl and an inform system result of 131 mg/dl within 10 minutes. The neonate was treated with glucose. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
(B) (4).